Event description:
It was reported that during a da vinci-assisted surgical procedure, distributor clinical sales representative (csr) was called to theatre because instrument could not be removed from the port. There was no fault displayed on screen. Upon investigation when surgeon viewed port the wrist of the instrument had snapped away from the shaft and could not be straightened. Port and instrument were removed together. No fragments fell into the patient. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Images associated with this reported event were reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer. The images showed a prograsp forceps instrument with a broken main tube, which led to a dislodged proximal clevis. Isi did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube at the distal tip and the middle part of the instrument. The main tube was found to be broken, and pieces were missing. The break was found at the distal end and the middle part of the instrument was completely broken. Additional observations include a dislodged proximal clevis at the distal end near the main tube, broken flush tube in the middle of the instrument, a broken grip cable and a broken pitch cable in the middle of the instrument. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.